Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced a symptom of irritation described as itchiness at the sensor site and had contact with a healthcare professional (hcp) who prescribed myser steroid ointment 10g, propeto 15g, heparinoid oily substance 25g for treatment. There was no report of death or permanent impairment associated with this event.